Event description:
It was reported, the xenon light source had error e101. The issue was found during a colonoscopy procedure. The procedure was completed by replacing the light source and processor to complete the exam via the backup endoscopy column. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. An olympus field engineer performed testing of the device and the reported error did not occur. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.